Event description:
It was reported that the patient presented in clinic for a routine device check. Device interrogation indicated that the right ventricular (rv) lead exhibited noise oversensing. The lead noise was not producible with isometrics testing. Programming changes on the lower rate and ventricular sensitivity were performed; the rv lead will continue to be monitored. The patient was in stable condition.